Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. Advised the mother revert to back up plan. The customer's blood glucose reading was 225mg/dl. No further information was provided.